Event description:
The customer observed a false positive alinity I stat high sensitivity troponin-I result generated on an alinity I processing module for one patient. Sid (B)(6) initial result = 229.5, repeat results on other instrument = 3.8, 3.2, 3.5, and 2.7. The initial result did not match patient history. There was no impact to patient management.

Manufacturer narrative:
Continued information for section a1 patient identifier: (B)(6) . All available patient information was included. Additional patient details were not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information provided in section d4 lot number 54075ud00. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and in house testing of reagent lot 54075ud00. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit made from the same bulk material as the complaint lot. All specifications were met indicating that lot 54075ud00 is performing acceptably. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent lot 54075ud00 was identified.

Event description:
The customer observed a false positive alinity I stat high sensitivity troponin-I result generated on an alinity I processing module for one patient. Sid (B)(6) initial result = 229.5, repeat results on other instrument = 3.8, 3.2, 3.5, and 2.7. The initial result did not match patient history. There was no impact to patient management.